Manufacturer narrative:
A review of the session records by technical services was inconclusive. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient experienced several episodes of ventricular tachycardia (vt) which were treated appropriately per programmed parameters. However, there was also low, out of range high voltage impedance noted on the right ventricular (rv) lead during the follow-up. The physician decided to monitor the patient after the follow-up visit. The patient had additional vt episodes two days after the follow-up. The device recognized the arrhythmia correctly and delivered atp appropriately; however, when atp was delivered again, the rhythm quickened to ventricular fibrillation. The ICD charged appropriately but was unable to deliver therapy to the patient due to an over current detection and low high voltage impedance. The patient was transported to the emergency room and CPR was initiated; however, the patient subsequently expired. The device was explanted but will be retained by the hospital.